Event description:
Please see section h10 for the investigation conclusion.

Manufacturer narrative:
The investigation of the returned coil system found the implant coils severely stretched and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
It was reported that during insertion of the coil into the catheter, resistance was encountered, and the coil got stuck in the catheter. The coil was unable to be pushed or pulled; during the attempt to withdraw the coil, it stretched and then unintentionally detached. A guidewire was then inserted and used to hold the detached portion of the coil inside the catheter while the entire coil was withdrawn along with the catheter and removed from the patient. A new microcatheter and a coil were used to continue and successfully complete the procedure. There was no health damage to the patient reported.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.